Event description:
It was reported that device contamination occurred. A 50/20/1tip renegade microcatheter was selected for use. However, when the sterile tech opened the package and went to take the catheter, a hair was seen inside the package. There was no patient or procedure involved.